Manufacturer narrative:
Evaluation, results: patient condition affected effectiveness of the device - (calcification). Inherent risk of procedure - (failure to deliver the stent and stent deformation). (B)(4).

Event description:
Evaluation summary: the distal tip was damaged and deformed. Numerous kinks were evident along the length of the hypotube. The first 9 proximal segments were intact, the remaining segments were damaged, deformed and stretched distally off the balloon and past the distal inner marker and the distal tip. Crimp impressions were still evident on the balloon surface.

Event description:
Physician was attempting to deliver one resolute integrity drug-eluting stent to a calcified da lesion but the device could not cross. When the physician attempted to remove the device the stent got stuck in the plaque and dislodged. The device was removed and the physician implanted three other stents, the patient is ok. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent dislodgement). (Root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Conclusions: inherent risk of procedure ¿ (failure to deliver). Root cause of the reported event cannot be confirmed. (Unable to confirm complaint) ¿ device or procedural images not provided for review. (B)(4).